Event description:
The reported noted "the patient had hand arthroplasty surgery for a complex articular fracture of the right middle finger, irreducible, associated with important hand edema. During implant placement, the surgeon decided to reposition the implant. At the moment of removal, it was verified that the component was broken, remaining the fragment inside the patient. The mcp-30p component was substituted by the mcp-20p component with the aid of a graft. It was observed strength excess applied during implantation and also during the mcp-30p removal attempt. The distal component was not used in this procedure. Post-operatively, there was good peripheral perfusion and pulsation present."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.